Manufacturer narrative:
One opened bl5525wv pack from lot v8993 was returned. The tip protector was not returned. Visual examination found that the needle is bent, the port window is in the opened position and dried solution is visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle is binding up and blocking the port window, preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined.

Event description:
A report received from a user facility in the (B)(4) stated that during the procedure, the vitrectomy cutter was not cutting well and needed to be replaced. There was no report of injury or consequences to the patient.